Event description:
It was reported that during device implant, no sensing and high pacing lead impedance were noted. The lead was not implanted and replaced. The patients condition was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.